Event description:
Tubing for rituxan noticed to be leaking, infusion was then stopped, and pharmacy notified. Manufacturer response for IV tubing, continu-flo solution set with duo-vent spike (per site reporter).